Manufacturer narrative:
Pump passed the self-test. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The test sc1-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: partially broken retainer ring and scratched case. In summary, pump passed all required testing. Customer alleged not confirmed for pump unable to pair to the transmitter. Cosmetic damage was confirmed at the retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed thatustomer reported physical damage to the retainer ring on the pump, and the reservoir was able to lock in place when inserted into the pump. The customer reported the transmitter battery did not last seven days after being fully charged. The customer reported being unable to pair device(s) with the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-1884. Troubleshooting was performed for the short transmitter battery lifetime, and the transmitter was out of warranty. Troubleshooting was performed for the inability to pair the device, and the customer had a device with compatible bluetooth wireless technology to pair with the pump. Troubleshooting was performed for cosmetic damage, and the damage was not impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7841zn.